Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an incorrect carbohydrate amount into the pump and delivered a bolus. The customer requested assistance, as they did not know how to cancel the bolus delivery. Tandem technical support instructed the customer on how to cancel the bolus. The customer's blood glucose level was not impacted, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue.